Manufacturer narrative:
The pump was received with a constant motor error alarm during the rewind test due to a jammed motor gear box. Unable to confirm the motor position encoder error alarm or perform the functional testing due to the motor error alarm. The pump was received with a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 77 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.